Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. No date/initials are needed here.

Event description:
Boston scientific received information that this right atrial lead displayed poor p wave measurements, high threshold measurements and intermittent loss of capture. During the pre-discharge check, the patient was found to be in atrial flutter rhythm with loss of capture. A technical service consultant reviewed an electrogram and suspected that the lead had dislodged. The lead was repositioned two days post implant. There was no report of adverse patient effects due to the revision procedure.